Event description:
During a tuna procedure the needles of the cartridge could not be retracted back into the handle. The cartridge was removed from the pt with the needles fully extended. A second cartridge was used to complete the procedure sucessfully. No adverse effects to the pt or additional medical interventions were required.